Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 7110201. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot. The units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that intima-ii catheter 24gax0.75in y slide clamp was loose. This was discovered during use. The following information was provided by the initial reporter: on (B)(6) 2020, after the infusion, the nurse sealed and the clamp was closed. It was found that the clamp was not tight, resulting in blood returned. After many times of treatment and explanation, the solution was finally solved, which caused the family members to be very dissatisfied.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that intima-ii catheter 24gax0.75in y slide clamp was loose. This was discovered during use. The following information was provided by the initial reporter: on (B)(6) 2020, after the infusion, the nurse sealed and the clamp was closed. It was found that the clamp was not tight, resulting in blood returned. After many times of treatment and explanation, the solution was finally solved, which caused the family members to be very dissatisfied.